Event description:
Procedure type: lap chole. According to the reporter: plastic sleeve at distal roticulating point was exposed so that it blocked operator's view. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).